Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the hp disconnected their transfer set from the patient line of the homechoice set to use the washroom without pausing therapy. When the hp returned the machine was alarming. The hp then reconnected to the setup and contacted baxter's tsc. Baxter's tsc assisted the hp in ending therapy early. No patient injury was indicated at the time of the initial report.